Manufacturer narrative:
Evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. We could not conduct a review of the device history record or conduct a sample test from this lot because the lot number was not provided. After a review of the account ordering and shipping history, the lot number could not be determined. A review of the twelve month complaint history for this product family was conducted. In the past twelve months, there have been no other similar occurrences. Therefore, this report represents an isolated occurrence. Based on this review, the likelihood of this type of report is remote. Conclusions: the product label located on the outside of the device container indicates "caution: this product contains natural rubber latex which may cause allergic reactions." Use of ligation bands is contraindicated in patients with a known hypersensitivity to latex. This statement is listed in the instructions for use for the 6 shooter saeed multi-band ligator. The information related to allergic reaction and patient discomfort was reviewed with clinical personnel. Anorectal pain is a common complication of hemorrhoidal banding. After review of published literature, no cases of death or serious allergic reaction after endoscopic placement of bands that contain natural latex rubber have been published. The instructions for use for the 6 shooter saeed multi-band ligator list severe pain as a potential complication with hemorrhoidal banding. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. Corrective action: no corrective action warranted at this time because the reported occurrence is related to patient condition factors. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective action is warranted at this time. This observation represents an isolated occurrence. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During hemorrhoidal banding, the physician used a cook 6 shooter saeed multi-band ligator. After completion of the procedure the patient began to feel uncomfortable and returned to the hospital the following day. The patient was admitted to the hospital due to an allergic reaction to the latex bands. A rash was reported to be present. All but two of the bands were removed. The remaining two bands were unable to be removed and were left in place. The patient remained in the hospital for observation. The patient was diagnosed with a latex allergy by a dermatologist after discharge from the hospital. Several attempts were made in an attempt to collect additional information regarding this occurrence. The complainant did not specify if the patient experienced any adverse effects due to this occurrence.